Event description:
Related manufacturer reference number: 2017865-2024-71918. It was reported that the patient presented in clinic for follow up on an unknown date. Device interrogation revealed the right ventricular (rv) lead exhibited failure to capture and under sensing, chest x-ray performed confirmed both rv and right atrial (ra) leads were dislodged. The leads were explanted and replaced. The patient was in stable condition.